Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 100mmh2o. The valve was hydrated for about 25 hours. The valve was visually inspected: needle holes in needle chamber were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed. The valve passed the test no occlusion was noted, biological debris was flushed out. The valve was leak tested, only leaked from the needle holes in the needle chamber. The catheter was irrigated with purified water, no occlusion was noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008, with lot ctgcgd conformed to the specifications when released to stock in 6th july 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date. Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via l-p shunt to a patient with sah at the revision on (B)(6) 2016. The setting pressure was 100mmh2o. Since csf flow was not confirmed after the revision, the device was replaced with 82-3842 via v-p shunt on (B)(6) 2016. The patient is currently being monitored. The surgeon commented that l-p shunt might have not been suitable for the patient and the possibility of valve occlusion was low. Therefore the patient underwent a second revision for l-p shunt on (B)(6) 2016, and a first revision performed on (B)(6) 2016 (we had reported this case; first revision as (B)(4)).